Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the evaluation of the device and returned battery, the root cause was traced to battery requiring calibration for extended time. Therefore, the battery was re-calibrated to resolve the issue. The device was recertified and returned to the customer. Review of the log showed the battery had been giving battery calibration required messages for quite some time, but the user did not address the condition. Battery maangement practices has been addressed with the user as part of this investigation. Analysis of reports of this type has not identified an increase in trend.